Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, it was reported that white fragments from the tip of the harmonic ace fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the fragments were retrieved robotically and laparoscopically through the same incisions. There was no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument to have the teflon pad dislodged from the clamped arm. The teflon pad was not returned along with the instrument. The missing piece measured approximately 0.138" x 0.392". The root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the harmonic ace (480275-08/l90220130-0258) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6) 2022 via sk2688. There were 0 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received user facility report# (B)(4) which stated the following: "while using instrument during surgery, small white piece of harmonic machine came off the tip. Piece retrieved from stomach."